Manufacturer narrative:
This report is being submitted to correct field h6 impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a device interrogation it was found that this right ventricular (rv) lead exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. No adverse patient effects were reported. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that during a device interrogation it was found that this right ventricular (rv) lead exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. No adverse patient effects were reported. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This rv lead remains in service. Additional information was received. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct field h6 impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a device interrogation, it was found that this right ventricular (rv) lead exhibited low out of range impedance measurements below 200 ohms and low sensing amplitudes of 2 mv. No adverse patient effects were reported. Additionally, this device recorded non-sustained ventricular tachycardia (nsvt) during a surgical procedure due to oversensing. Performed provocative maneuvers were negative for noise artifacts. Technical services (ts) was consulted and recommended a lead revision as well as continuing patient monitoring. No adverse patient effects were reported. This rv lead remains in service.